Manufacturer narrative:
Correction: additional information was received from the customer. The following information has been updated: describe event or problem: it was reported that contaminated ¿ringer¿s solution¿ leaked from the syringe s2 10ml ns during the rinsing process due to a lateral defect, and got into the assistant doctor¿s eye. The following information was provided by the initial reporter, translated from german to english: ¿the syringe had a lateral defect, contaminated ringer's solution escaped during the rinsing process and got into the eye of the assistant doctor.¿ medical device brand name: syringe s2 10ml ns. Medical device type: n/a. Medical device catalog#: 301360. Medical device lot#: 8123872. Medical device manufacturer: becton dickinson, s.a. Medical device expiration date: 2023-04-30. Unique identifier (UDI) #: (B)(4). Device available for eval? No. Manufacturing location: becton dickinson, s.a. PMA / 510(k)#: n/a. Type of reportable events: serious injury. Reason code for no evaluation: other. Device manufacture date: 2018-05-03. Method codes: 3331, 4114. Result codes: 3221. Conclusion codes: 67. Investigation summary: no picture or sample available for evaluation. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #8127718 (may 7th ¿ 14th, 2018) and lot #8134776 (may 14th ¿ 21st, 2018). Research has found no problems, defects or qn related to the reported issue. Investigation conclusion: based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: not able to determine. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Rationale: since bd was unable to confirm the indicated failure mode, review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined and absence of other complaints related this issue were received, it was concluded that no corrective action is required at this time. Process monitoring will be conducted in order to ensure that product is maintained within established tolerances.

Event description:
It was reported that contaminated ¿ringer¿s solution¿ leaked from the syringe s2 10ml ns during the rinsing process due to a lateral defect, and got into the assistant doctor¿s eye. However, no medical intervention was reported. The following information was provided by the initial reporter, translated from german to english: ¿the syringe had a lateral defect, contaminated ringer's solution escaped during the rinsing process and got into the eye of the assistant doctor.¿

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the spritze 10ml im septum set had a "lateral defect", in which "contaminated ringer's solution escaped during the rinsing process".